Event description:
Instrument was sent in for repair. Reported as "sticks during use". When evaluated on 12/11/2006, the device was found to have wire in tip and deploying straight shots.

Manufacturer narrative:
Complaint confirmed for straight shots due to a small piece of wire being lodged in the tip. This occurs when user deploys more than the recommended number of constructs as specified in the instructions for use for this device.